Manufacturer narrative:
(B)(4) analysis: upon receipt at medtronic's quality laboratory, visual inspection found moderate blood staining of the fiber bundle. There were no other outward signs of damage or abnormalities observed. The unit was then cleaned for performance testing. Pressure integrity testing showed no internal or external leaks when run at 23 psi for 10 minutes. Further testing was performed to measure gas transfer results indicate that this model 511t oxygenator ran slightly below historical averages. Oxygen transfer was 340 ml/min, historical 365 ml/min, carbon dioxide transfer was 284 ml/min, historical 285 ml/min, and blood side pressure drop was 126 mm/hg, specification is less than 124 mm/hg. Conclusion: lab results confirmed low gas transfer compared to historical average for unused devices; however, due to the stained condition of the device, this would suggest the surface area of the fiber bundle was reduced, therefore, affecting the lab results for gas transfer. Review of the pump records was inconclusive and therefore, the cause of this event cannot be determined. Review of device history records provided objective evidence that this device meet all manufacturing requires prior to distribution.

Event description:
Medtronic received info that during extracorporeal circulation, oxygenation of the pt was lower than expected and fio2 was increased up to 85%. The device was not replaced, but later returned for analysis. There were no adverse pt effects reported.